Event description:
It was reported that removal difficulty was encountered. The 90% stenosed, 22mm x 3.00mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, when the stent was pulled back for adjustment, it stuck in the lesion and the stent struts were damaged. The device was removed smoothly, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).